Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. Specific details of the alleged inaccurate delivery were not detailed by the reporter. The reporter denied loss of power and pump alarm. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.